Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 5 not on bus. A field service engineer (fse) checked the configuration, cables, and connections, and found a small, blackened spot on the controller board, which was warm too hot to the touch. The controller board was removed and replaced. An attempt was made to configure the drawer, but it did not appear in the application. The sensors and solenoid were checked; the solenoid was warm but not hot, and the plunger was not retracting smoothly. The solenoid and plunger were removed and replaced, but the drawer still did not appear in the application or test application. The controller board was removed and replaced again, after which the drawer was successfully accessed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Main matrix drawer 5 failed and displayed the message "device not detected on bus." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.